Event description:
It was reported that the screw was loosening. The device was well encapsulated. Some white (infectious) tissue around cord in spacer.

Manufacturer narrative:
(B) (4). (B) (4). Case is still under investigation. This report will be amended when our investigation is complete. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.